Event description:
It was observed that during the device evaluation, minor dents on distal edge, dents and scratches on distal end, minor stains under light guide cover glass and minor cracks on sides of video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: minor dents on distal edge, dents and scratches on distal end, minor stains under light guide cover glass and minor cracks on sides of video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.